Event description:
It was reported by service report that the cot had a cracked end plate support bracket. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
End plate support bracket.